Event description:
It was reported that during a lap assisted distal gastrectomy procedure, although the sound that the anvil was set into the instrument was heard, the sound that the washer was cut could not be heard at the firing. It was found that the anvil was detached from the instrument and the staples were unformed. The anvil and another new device were used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.